Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: a component on the printed circuit board was misaligned.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box download revealed no record of large prime volume and no cartridge detection errors. There were several call service alarms recorded in the black box. The pump was new and was never primed. On investigation, a rewind and load procedure was initiated and the pump emitted a 'no cartridge detected' alarm. Force calibration was tested and was not within specifications. The pump was opened for investigation and revealed a component on the printed circuit board was out of alignment.